Manufacturer narrative:
Date of report :07feb2019, date rec¿d by MFR : 14jan2019. The philips field service engineer replaced the touch screen to address the reported issue. Failure analysis performed by philips on the returned touch screen shows that the customer complaint of ¿touchscreen failure¿ was confirmed. The touchscreen was out of tolerance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 01nov2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was not working. There was no patient involvement. The event date was not specified; estimate used.